Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella 5.5 could not be advanced through the anastomosis site during implantation due to vessel calcification. It was reported that multiple attempts were made; however, the device was unable to pass through the graft. As a result, the decision was made to discontinue the impella 5.5 implantation and proceed with placement of an impella cp. The impella cp was reported to have been successfully inserted via the axillary artery. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.

Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in d4 (serial). Failure to advance: no product returned. The cause of the delivery issue was determined to be patient condition due to vessel's calcification.